Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) reported that she was conducting a training session when she dropped the cassette on the floor several times. She then proceeded to use the cassette in the cycler to demonstrate ths system's use. There was no pt involvement, the cycler was tested on a "tummy dummy." Following the demonstration when she opened the cassette door she found that the cassette had leaked inside the pump area. She reported that a hole may have been made in the cassette's membrane when it was dropped. The cassette was discarded.